Event description:
The surgeon was performing a cataract extraction and, during the procedure, noticed a foreign body in the anterior chamber of the eye. This appeared to have come from the port of the phaco handpiece. The specimen was retrieved from the eye and sent to pathology for examination. The involved patient suffered no ill effects and was discharged. The pathology report for the foreign body identified that it was probably a plastic type material.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: foreign material contamination. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.